Event description:
On (B)(6) 2025, a contact lens retailer in japan advised that a patient (pt) had a ¿round, scar-like thing that appeared infected developed on the cornea¿ while the pt was wearing a 1-day acuvue® moist® brand contact lens (cl). On (B)(6) 2025, a call was placed to the treating eye care professional¿s (ecp) office for additional medical information. The pt developed keratitis after 3 days of inserting the cl. The ecp was concerned about a bacterial infection and requested an ¿investigation from another institution, which was for a bacterial check¿, but no results have been received. The pt developed keratitis after three days of inserting the cls in (B)(6) 2025. The pt¿s 1st visit was on (B)(6) 2025, diagnosis keratitis. 2nd visit: (B)(6) 2025, the pt was ¿under treatment.¿ additional information was refused. No additional information was provided. No additional information is expected. The date of event will be reported as 01jan2025 as the exact event date is unknown. The pt¿s keratitis event will be submitted as a worst-case as we were unable to verify if the event was infectious and corneal scarring was diagnosed. It is unknown which eye was affected. Two lot numbers were reported 4042390111 and r0005mc. It is unknown which lot number is the suspect lot number for the pt¿s keratitis event. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 4042390111 and r0005mc were produced under normal conditions. The suspect cl was discarded for each lot number provided. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.